Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection records. IFU states: do not manipulate intraluminal devices if any resistance is met. Failure to exercise proper caution may lead to deformation of the sheath tube due to its thin wall, resulting in damage to the vessel. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that at the end of the tavi case, a tr band was inflated and the involved glidesheath slender was removed from the left wrist. Upon removal of the sheath a large incision was observed in the left radial artery. A vascular surgeon was called to intervene, and the patient recovered. The user thought that the tr band being inflated caused the sheath to collapse upon exiting through the incision hole, and formed a sharp edge which caused the dissection. The procedure was completed successfully. The patient recovered from the serious injury.